Manufacturer narrative:
Torque testing of the concomitant device cam tightener handle, found torque readings were about the max tolerance. The above tolerance condition likely caused or contributed to the shearing of the cam lock. The cam tightener handle had been in service for approximately six years and is worn from usage over time. No other complaints were reported for the cam tightener handle production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Manufacturer narrative:
No conclusions can be made. The plate was implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. As reported, the cam was engaged during the event, locking the screw in place. At this time, the complaint is considered to be closed. The place with its cam was implanted.

Event description:
Contact reports that following screw insertion, two tiny pieces of a cam loc sheared off during cam tightening. The broken pieces were removed from the surgical site and the plate was implanted as the main portion of the cam is intact and the screw is locked in place. Because the cam loc feature has been compromised, a medwatch report is being filed to document t his event.